Event description:
Wife of homechoice pt (hp) reports receiving system error 2240 alarm in drain 2/4 of treatment on homechoice device. Hp's wife noted fluid leaking from connection of pt extension line to transfer set. Hp discontinued treatment and performed a manual exchange. Hp's wife reports no pt injury or medical intervention as a result of incident.